Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening) and lung disease. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The manufacturer received information alleging of asthma (new or worsening) and lung disease. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown dust contamination. The manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. The manufacturer observed the following from an external and internal inspection: modem accessory door panel and sd card accessory door panel were missing. Slight dust-like contamination and a hair/fiber in the air output port. Slight dust-like contamination and hairs/fibers at the air inlet of the blower box. Dust-like contamination on the top, on the bottom and inside of the blower motor. Blower motor had potential mineral deposit stains on outside bottom of it and in it, indicating potential water/liquid ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers in the blower box, along with a piece of unknown brown contamination. Blower box had potential mineral deposit stains, indicating potential water/liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. Manufacturer was not able to get care orchestrator information from device. Review of the device log showed: -errors logged: 0 errors were logged. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint. Date returned (rfb), date received by mfg. (Rfb), due date, and section h6 has been updated.